Manufacturer narrative:
The pump is available and will be sent in for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 66-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on support with an intra-aortic balloon pump prior to the implant of the cp. Underlying medical history was not shared. The cp was supporting when after over 14 days of support there were saturated flows. The cp had been utilized beyond the indication as noted in the instructions for use. The cp had previously functioned as expected, p-5 with 2.5l/min flow with d5w with sodium bicarbonate in the purge solution. The decision was made to remove the pump. A new cp was inserted which supports to date of this reporting. The impella cp device was exchanged for impella cp without any observed impact on the patient¿s hemodynamic status. The pump was explanted and replaced per the inability to resolve the saturated flows.